Event description:
It was reported that a heavily calcified and tortuous lesion in the mid circumflex coronary artery was pre-dilated multiple times with a non-abbott balloon dilatation catheter (bdc) and several trek bdc's. Six non-abbott stents were then implanted in the target lesion. During post-dilatation of the sixth non-abbott stent with a previously used trek 3.5x30mm bdc, the deflation time was noted to be slow using neutral pressure but was confirmed to be completely deflated under fluoroscopy prior to removal. The device was inflated at least 2 times to a pressure of 10-12 atmospheres. There were no reported issues with inflation. No resistance was met on removal of the device from the anatomy. A new trek 3.5x30mm bdc was used to post-dilate the stent again. The bdc was inflated and deflated 5 times to pressures between 10-12 atmospheres. During removal of the trek 3.5x30mm bdc, resistance was met with the non-abbott guide catheter, force was applied and the distal end of the balloon separated from the bdc and got stuck in the distal end of the guide catheter. The separated piece of the balloon was retrieved using a snare. Nothing remained in the patient. The physician stated that the balloon felt slow to deflate but he also estimates he did not wait long enough for complete deflation, therefore, it did not fit through the guiding catheter. The non-abbott guide catheter was left in place and the procedure was completed by implanting 2 additional non-abbott stents in the circumflex artery. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek 3.5x30mm balloon dilatation catheter is being filed under a separate medwatch report. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.